Event description:
As reported by the edwards field clinical specialist, because of vessel calcification and tortuosity, the decision was made to expose the patient's right common femoral artery and perform inter-vessel grafting of the patients distal common and external iliac arteries and common femoral artery with three 10 mm diameter viabahn grafts of varying lengths. After placement of the viabahns, the decision was made to leave the most distal viabahn extending through the vessel wall and to attach a conduit graft to the distal end for puncture and access. After attachment of the graft conduit, a puncture was performed and a 6 fr sheath was inserted. The aforementioned sheath was exchanged for 16, 18, 20, and 23 fr edwards dilators. An attempt was made to insert the 22 fr edwards sheath but was unable to pass the overlap of the middle and distal viabahn grafts. The 22 fr sheath was exchanged for the 25 fr edwards dilator, which could not be advanced past the aforementioned viabahn overlap. At this point the patient seemed to be bleeding from an unknown source. The patient's right lower abdomen was opened to search for the bleeding, which was located at the distal right common and external iliac arteries. Repair with a combination of viabahn grafts and traditional endovascular grafts was performed. After the artery appeared repaired, the surgeon dilated the graft with a new 25 fr edwards dilator. The 22 fr sheath was inserted and it was observed that the patient's proximal right common iliac artery was bleeding. The decision was made to abort the tavr procedure, remove the sheath, and perform an endovascular graft from the patient¿s distal aorta to the right common femoral artery. The patient was stable post-procedure. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 7.0mm. The vessel was described as severely calcified and severely tortuous. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The physicians training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 7.0mm, and the vessels were noted to be severely calcified and severely tortuous. The exact cause of the iliac injury reported in this case cannot be confirmed. However, it appears that the borderline size of the vessel in combination with severe calcification and tortuosity likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.